Manufacturer narrative:
Investigation results were made available. Complaint investigation: review of event description: product was implanted in 2008 and patient experiencing unknown symptoms. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer¿s reference number of this file is (B)(4).

Event description:
Investigation has been completed.

Manufacturer narrative:
Concomitant medical products: alloclassicâ®, sl stem, uncemented, 5, taper 12/14; catalog no#: 2845; lot#: 2426452 metasulâ® ldhâ®, head adapter, l, +4, taper 12/14-18/20; catalog no#: 01.00185.147; lot#: 2428545. The manufacturer did receive legal document for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
Patient was implanted with a durom cup on 2008 and the patient is experiencing unknown symptoms.